Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While at the emergency room for unrelated concerns, it was found that the customer had an elevated blood glucose (bg) level of 1100 mg/dl and diabetic ketoacidosis; cause was not known. Customer was subsequently admitted to the intensive care unit and was "not conscious" (cause was not known). Customer was treated with intravenous fluids (nature of fluids was not known), "breathing tube, in a coma" and was discharged 10 days later with the issue resolved. Customer declined troubleshooting with tandem technical support and declined to provide further information.